Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when videoscope connected to the main unit, a message appeared stating to contact olympus. There were no reports of patient harm.

Manufacturer narrative:
Updated: b3, h3, h6, h11this report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue.based on the results of the investigation, a definitive root cause of the reported ¿contact olympus¿ message displayed upon connection issue could not be determined, however, the issue was likely the result of an image sensor unit failure, a problem with the video connector circuit board and or a problem on the system side.the event may be detected/prevented by following the instructions for use section below:chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system.olympus will continue to monitor field performance for this device.